Event description:
It was reported that the patient presented in the hospital for lead extraction. During post procedure interrogation, high pacing impedance was observed. ICD issue was suspected. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The anomaly observed in the field was confirmed in the laboratory. The pacing lead impedance was normal during testing. During the test, analysis found a broken ground case wire as the cause for hvli out of range.